Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A webform complaint was received in which it was reported the customer was receiving low readings with the adc device. Customer reported receiving a sensor scan result of ¿lo¿ (reading <40 mg/dl) which was lower than they felt and that even after self-treating with cake, and experienced trembling and sweating. It was also reported the customer had contact with a healthcare provider and the customer was treated with insulin injection (5 iu, fiasp) after a capillary test showed blood glucose level of 470 mg/dl on the hcp meter. No additional treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A webform complaint was received in which it was reported the customer was receiving low readings with the adc device. Customer reported receiving a sensor scan result of ¿lo¿ (reading <40 mg/dl) which was lower than they felt and that even after self-treating with cake, and experienced trembling and sweating. It was also reported the customer had contact with a healthcare provider and the customer was treated with insulin injection (5 iu, fiasp) after a capillary test showed blood glucose level of 470 mg/dl on the hcp meter. No additional treatment was reported. There was no report of death or permanent impairment associated with this event.